Event description:
Cannula for biopsy (to obtain sample) separated from the base of the syringe during liver biopsy while in pt. On 8/7/00 spoke with clinical dir, who stated the physician was able to obtain the biopsy and that no add'l medical intervention was needed to remove the cannula.